Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: estimated date. H6: medical device problem code: 2017 - against resistance.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a peripheral leg angiogram procedure using a 6f sheath. Reportedly, the footplate got stuck when attempting to close the lever in step 4. The footplate was closed by manually pushing it down and not the normal smooth action. Slight resistance was felt upon removal. No intervention was needed to remove the device. No vessel damage occurred. Another prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.